Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the root cause for the event could not be determined. However, it is likely that the phenomenon, the image was flickering occurred due to loosening video connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the image was flickering due to a loose video connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the image from the evis exera ii video system was flickering and the object was not visible. The issue was found during reprocessing intended for use in a urological examination. It was reported that the procedure was successfully completed using the same device. There were no reports of patient harm.